Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi customer had an error code 800.8000 on a 8015 customer asked what the error code mean, I explain to the customer that he needed to re-flash the software. I also asked if he needed assistance on done that customer stated he have done this before and he will do it himself. Customer said thank you and ended the call.